Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was not feeling well with a slow vt rhythm that was below the selected zones for vt therapy. The patient went to the emergency room and had an external cardioversion. Device was checked after cardioversion and normal device function was noted except that the battery voltage was below eri. Review of battery data noted that the battery voltage has been below eri since last two weeks and the reason could not be determined why device did not displayed eri trip. Patient was scheduled for generator replacement in a week¿s time. Device was reprogrammed so that the patient receives therapy if there is another occurrence of slow vt until device replacement.